Manufacturer narrative:
Correction to d4 lot #. D4 lot #: the suspect lot reported by the customer is r20a30126. H4: the suspect lot r20a30126 was manufactured on 01/31/2020. H10: the device was receive for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional (prime) testing was performed including clear passage and pressure testing; the device performed according to product specifications. The reported condition was not verified. A batch review was conducted on the suspect lot and there were no deviations found related to this reported condition during the manufacture of the suspect lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set with duo-vent spike disconnected from an amino acid bag between the spike of the set and the insertion site of the bag. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.